Manufacturer narrative:
Product analysis conclusion: the reported stent graft infolding could not be confirmed on the procedural angiograms and one-month post-operative cts received. Ho wever, in the procedural angiograms prior to the implantation of the non-medtronic stent, two suprarenal stents were observed to be in very close proximity to each other, indicating that an infolding may have been present at the time. It is likely that the infolding improved after the implantation of the non-brand stent within the proximal stent, and therefore it was not visible on the one-month post-implant cts. The reported ivus, which identified the infolding, was not provided for review. The type ia endoleak was confirmed on intra-op angiogram and is likely related to the infolding. The possibility of a type ii endoleak from the patent collateral vessels cannot be ruled out. Regarding the infolding, there was no excessive stent graft oversizing relative to the aortic neck diameter that could have been attributed to the event. Analysis of the returned films did not reveal any stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported stent graft infolding and type ia endoleak could not be confirmed on the pre-implant films provided, therefore, the cause of the event could not be determined. Post-implant cts and procedural angiograms were not available of assessment of the stent graft in vivo configuration. It is likely that bifurcate oversizing from implanting a 32mm diameter bifurcated main body into a proximal neck flow lumen which had a minimum diameter of ~22mm may have contributed to the infolding, which compromised the proximal seal leading to the reported type ia endoleak, but this could not be confirmed. Instructions for use for the endurant ii/iis stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. This measurement should take into account thrombus and calcification present within the vessel, that has the capacity to decrease the inner vessel diameter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 58mm aaa .  It was reported that during the index procedure, after implanted the endurant stent grafts and ballooning with a reliant balloon, a severe type ia endoleak was noted. An ivus was used to image the inside of the main body and infolding was seen. The infolding was most prominent near the flow divider and was seen extending proximally almost to the proximal edge of the main body fabric. A non mdt stent was placed in the proximal portion of the main body as treatment . The aortogram after placement of the non mdt stent showed the 1a had resolved. Per the physician, the cause of the infolding and type ia endoleak was device oversizing.  No additional clinical sequalae were provided and the patient is fine.